Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and bupivacaine. The indications for use was non-malignant pain. It was reported that the patient stated for the last three to four days they had been having issues with their handset not working correctly. The patient stated they were supposed to get six boluses a day. The patient mentioned they just came from their doctor's office and they told the patient to call the manufacturer because the two boluses they were able to bolus this morning are not showing up on the report. While on the call, patient was able to connect to the pump and confirmed they are still on the 90% telemetry. There was a significant delay to get past the 90% telemetry. The patient used the personal therapy manager (ptm) to confirm the pump clock time was correctly updated since daylight savings. The patient's therapy detail were bolus duration: one minute, lockout duration: three hours, bolus restriction window: six per twenty four hours, boluses per day: six per day. The manufacturer's patient services specialist (pss) reviewed telemetry considerations and redirected the patient to their healthcare provider to further address the concerns. The patient called back two days later and stated that last night at 11pm they went to do their bolus, and it would take ten minutes to find it and then it would kick them back out and not let them hit the bolus button. The patient stated it did that three times and they did it again for their bolus at 3am. The patient confirmed the screen did not show a lockout or a service code when they got 'kicked out,' but was just a 'regular (deliver) bolus screen' where they had to start all over again. The patient mentioned it took them 45 minutes to get a bolus to be able to hit the button to say it was connecting to the pump. The patient stated their 8am bolus 'went through fine.' While on the call, the patient was already connected to the pump and stated they were in an expected lockout. The patient mentioned calling on tuesday regarding 90% delay and the handset 'skipping boluses,' which they now have 'figured out'. Pss assisted the patient in accessing their therapy details section and they confirmed they had four boluses left today. Pss reviewed considerations and recommended patient close out of the app after each use and patient stated they do that already, along with powering off the handset when charging every evening. Patient stated they have to charge the handset every evening because 'it's so slow' to connect. The pati will monitor and call back if needed. Additional information was received from the patient who reported that they had been getting system error message code 156 (application restarting due to system error) repeatedly and the telemetry took a long time. They had to reconnect more than once in order to bolus. A replacement handset was requested from the repair department. No indication of patient harm. The patient called back the next day stating that they just received their replacement handset but inquired about a wallet case for it because their current wallet case seemed like it was glued to the handset. The agent reviewed and the patient was able to get the old handset out of the wallet case. The patient was going to charge the replacement handset and call back for pairing assistance as needed.

Manufacturer narrative:
H3. Analysis identified unable to connect to test the communicator and would not do telemetry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.